Event description:
Pt was hospitalzed for hypoglycemia. Pt changed the infusion site to the thigh, thstead of the stomach, earlier that day. Pt has a "hard time recognizing low blood sugars". Pt reports that the pump was inspected by airport security with a hand wand the day before and noticed sometime afterward that the device has lost it's vibration alarm. Device eas not returned for evaluation.